Event description:
Essure device implanted in 2013, by end of year issues: weight gain, abdominal pain, digestive issues, rashes, and hair loss. After years, finally able to get removed ((B)(6)2018) via partial hysterectomy, only ovaries remain, uterus and tubes removed. Most symptoms ceased (rash, significant hair loss, most abdominal pain) some persist (internal inflammation, weight issues). Most testing was blood work or direct doctor intervention to try to determine cause.